Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver does boot and charge,however it displays 'call tech support error: err121' receiver download contains no data within the relevant dates of this investigation. Opened receiver,passed internal visual inspection. The reported event that the receiver ceased to function was undetermined. The root cause cannot be determined